Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure to treat the mid left anterior descending artery that was calcified in the proximal area a perforation occurred. A 2.8 x 16 mm graftmaster covered stent was advanced in the anatomy; however, it failed to cross the lesion due to the anatomy. Therefore, balloon tamponade was performed to seal the perforation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.